Event description:
As reported, prior to use during preparation for a farapulse ablation procedure, a performer introducer's tip was irregular and sharp. The device did not make patient contact. Another introducer was used to complete the procedure. Upon return and initial evaluation of the device, a fiber from the sheath tip was hanging from the damaged tip. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). G4: PMA/510(k) number = k171999 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: h6 (annex a). Summary of event: as reported, prior to use during preparation for a farapulse ablation procedure, a performer introducer's tip was irregular and sharp. The device did not make patient contact. Another introducer was used to complete the procedure. Upon return and initial evaluation of the device, a fiber from the sheath tip was hanging from the damaged tip. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The tip was misshapen with a wavy edge around the circumference of the tip. A dent was also noted on the shaft, approximately three centimeters from the hub. A small fiber-like strand of sheath material was visible hanging from the sheath tip. The damage is most likely due to a manufacturing deficiency. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number or any final lot involving the same personnel, during the same time frame, as the complaint lot. Manufacturing personnel were notified of this event. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency likely contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.